Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the up/down buttons on the pump do not work anymore. No adverse event reported. Requested return of the alleged pump for evaluation